Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/02/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there were no "no power" events observed in the black box however there were call service 054 alarms were present on (B)(6) 2014. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. There was no evidence of moisture or loose components inside the pump. Unrelated to the initial allegation, the display screen was dim and discolored. Additionally, the battery compartment had a crack.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump would not power on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.